Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. The manufacturer¿s international service technician confirmed the reported power management pcba issue. The manufacturer¿s international service technician replaced the power management pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer stated the device would not power on. There was no patient involvement.